Manufacturer narrative:
Complained product will not be not available.

Event description:
Toothbrush is slipping off shaft of toothbrush...head not fitting correctly on handle keeps falling off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head was slipping off of the shaft of the oral-b toothbrush, type 4736. The oral-b toothbrush head was not fitting correctly on oral-b toothbrush handle and kept falling off. No injury was reported.